Event description:
It is reported that: the pt rec'd a stryker implant as a revision on (B)(6) 2001. The pt states that the stryker implant became dislocated and had to be removed three weeks later. The pt inquired if the stryker implant was part of a recall. She will fax an implant sheet for a product inquiry.

Manufacturer narrative:
An eval of the reported device cannot be performed as the device was not returned to the MFR. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.